Event description:
It was reported that the device was showing under- delivering dosage. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no similar events in the last 12 months. An accuracy test was performed, and no device problem was identified as the device passed delivery accuracy with a result of 20.8ml which is within specification of 18.8ml to 21.2ml. No further actions were taken.